Event description:
It was reported that tip detachment occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During removal of the balloon protector, it was noted that the end of the device tore. The procedure was completed using a different device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. No issues or damages with the hypotube shaft profile. A visual and tactile examination of the shaft identified a break at the site of the guidewire exchange port. Microscopic examination of the shaft identified inner wire lumen bunched and stretched at 5cm from tip of device. A detailed microscopic examination of the balloon material identified no issues. No pinholes or tears. Were noted. Microscopic examination of the blades identified no issues. Blades were intact. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During removal of the balloon protector, it was noted that the end of the device tore. The procedure was completed using a different device. There were no patient complications.